Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered a suspected inappropriate therapy and anti-tachycardia pacing (atp). The therapy was exhausted and did not convert the rhythm. This device remains in service. No additional adverse patient effects were reported.